Event description:
Covidien received information stating, during patient use, the 840 ventilator stopped cycling. The patient was removed from the ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The customer inspected the ventilator and did not duplicate the reported event. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run calibrations, extended self tests (est), performance verification tests (pvt), and cycle the ventilator on a test lung for 48 hours to ensure the reported event does not reoccur. No additional information has been obtained by the manufacturer. (B)(4).